Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Initial reporter phone #: (B)(6).

Event description:
The customer reported the intellivue x3 displays multiple times a speaker malfunction inop error. A loss of audio cannot be ruled out based on information currently available. The device was in use on a patient. There was no report of patient or user harm. A field service engineer (fse) went to the customer site and confirmed the reported issue and found the speaker was defective. After speaker replacement the device was returned to full functionality.

Manufacturer narrative:
A field service engineer (fse) went on customer site, confirmed the reported problem and found the speaker was defective and needed to be replaced. After speaker replacement the device was returned to full functionality and remained at customer site.